Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient felt pain upon pod activation. After wearing the pod for less than 1 hour, it was removed and although the cannula was visible, the pink slide appeared to not have moved forward, indicating a needle mechanism failure occurred.